Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. The pt has a history of chronic obstructive pulmonary disease, coronary vascular disease status post myocardial infarction, hypercholesterolemia, hypertension, carotid occlusive disease, and a recent cerebral vascular event. It was reported that the aneurysm developed a type I endoleak due to proximal aortic neck dilatation. The aneurysm diameter was 8 cm with a significant risk for aneurysm rupture. The pt's comorbidities precluded open surgical aneurysm repair; therefore, a talent aortic cuff was ordered to exclude the aneurysm. Implantation of the talent cuff is scheduled.